Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported patient's left knee was revised due to infection. A 7x9 cs insert was implanted.